Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the pump¿s black box revealed a cs 163 ¿no cartridge detected¿ alarm. The load step malfunction was duplicated during investigation. The force sensor was unable to detect the cartridge during load. The pump cover was removed and the force sensor pin was found to be cracked. Unrelated to the original complaint, the battery compartment was observed to be cracked.